Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.1cm to 8.3cm from the connector pin which exposed the outer coil. Insulation abrasion was also noted at 53.1cm to 53.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device and feature of the heart. The exposure of the outer coil in both abrasion zones would have contributed to the complaints from the field.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a device upgrade procedure, the right ventricular lead exhibited over sensing and low impedance. The lead was explanted and replaced. The patient was in stable condition throughout the procedure and would continue to be monitored.